Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314vrg ICD, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported the lead displayed under-sensing and t wave over-sensing. No intervention has been done at this time. The lead remains in use and no patient complications have been reported as a result of this event.